Manufacturer narrative:
H6 - 4581: significant shallowing of the ac. H6 - 4110: a lens work order search has been performed: no similar complaints within associated lots were found. Manufacture narrative: narrowing of the anterior chamber angle and secondary surgical intervention to removed the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant shallowing of the ac. The lens was later removed. Cause of the event was reported as the device. This file will be re-opened if additional information is provided. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.